Event description:
Pt admitted for thyroidcystectomy. During surgery the pacemaker did not function properly. The pt's heart rate remained in the fifties. Following complete evaluation by the cardiologist post-operatively, it was determined that the generator failed. The pt returned to the or 6/15/95 for replacement of the generator.